Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Analysis indicated that the returned device had a damaged atrial grommet, disengaged atrial setscrew with damage to the top of the atrial setscrew, rounding of the atrial setscrew socket and fm in the bottom of the atrial setscrew socket. The analyst indicated that presence of medical adhesive on the atrial grommet could not be verified.

Event description:
It was reported during the implant procedure that after connecting the leads to the implantable cardioverter defibrillator (ICD) the patient's right atrial (ra) lead dislodged. During the attempt to disconnect and reposition the ra lead, the ra set screw became disengaged from the ra set screw block and was loose inside the ra grommet. The ra grommet was removed to gain access to the ra lead setscrew, the ra lead repositioned, and reconnected to the ICD and medical adhesive used to repair the ra grommet. The following day the patient's right ventricular (rv) lead dislodged. During the repositioning of the rv lead, the ra lead dislodged again. The ra lead was disconnected from the ICD by first removing the medical adhesive from the ra grommet area and the ra lead then repositioned. The ICD was then explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). Both rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.